Manufacturer narrative:
Additional manufacturer narrative: leaflet not coapting typically would result in regurgitation. Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that thirteen (13) years, eight (8) months post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe mitral regurgitation (mean gradient = 8 mmhg), secondary to a flailed leaflet. A 29mm transcatheter valve was successfully implanted via transeptal approach and tee revealed no paravalvular leak nor gradient across the valve. Post-implantation, the patient developed atrial fibrillation and was cardioverted; she was later listed as hemodynamically stable, post-operatively.